Event description:
Patient had lap band placement four years ago. The physician could no longer fill the lap band. Therefore, the patient had lap band recently replaced. The physician involved feels the initial band malfunctioned because it could no longer be filled.